Manufacturer narrative:
Cardiacassist. Inc manufactures the tandemheart cannula. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report about major bleeding while inserting a tandemheart cannula. It is unknown which model of cannula was involved in the reported event.